Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin had a blank display and had an unexpected restart alarm. The customer's blood glucose level was 286 mg/dl and was treated with insulin pump and manual injection. The customer stated that while they changed the battery, the insulin pump was reset and started counting number. The customer then got an unexpected restart alarm. The customer were able to clear the alarm and complete the insulin pump rewind. The expected alarm occurred during normal use of the insulin pump. The device will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the operating currents, self test and displacement test. No unexpected restart alarm and no blank display anomaly noted during test. (B)(4).